Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011.

Event description:
It was reported by the patient that they feel a pause in their heart rate every once in a while and is wondering if that could be the lead failing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.